Manufacturer narrative:
D10 concomitant product: unknown endo gia sulu, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bowel resection, the device was being prepared to enter a port to cut or staple bowel for the first part of the resection and the jaw of the stapler would not close in order to put the device down the port. A new handle was opened and used to resolve the issue. There was no patient injury.